Event description:
Provider spoke with (B)(6) in tech service (B)(6) to advise that the consumers chair goes over an obstacle and one side of the chair will get hung up and only go in circle. Provider advised that the consumer will lean over to one side and will hear a loud pop and then the chair will work fine after that. Provider hung up before any additional information could be obtained.